Manufacturer narrative:
Additional info: macroscopic examination confirms driver tip has been broken off, and not returned for analysis. A portion of the first mas head thread is broken off. This suggests the mas may not have been fully engaged into the instrument mas head thread, which would tend to mitigate bending stresses on the inner shaft. Microscopic examination of fracture surface identified a quasi-brittle fracture that appears to have initiated at the base of the hex, with river lines, shear lip, and no indication of fatigue or torsional overload. The location and angle of the fracture, surface morphology, nature of the thread damage, and the absence of evidence of torsion suggest failure due to bend stress overload.

Event description:
It was reported that the patient underwent an adjacent level fusion revision procedure. It was reported that the tip of the driver broke during use. No patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Manufacturer narrative:
Correction: the device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.